Event description:
It was reported to boston scientific corporation that a solyx single incision sling system was implanted into the patient on (B)(6), 2009.according to the complainant, the patient experienced injuries (specifics unknown).according to the physician's office, the patient was last seen on (B)(6), 2011 and the patient complained of worsening urinary leakage. The patient was referred to a urogynecologist for the matter.all other information, including the patient's current condition, is unknown and unavailable.